Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent implanted in unintended site. Device issue: balloon rupture/stent dislodgement. It was reported that the balloon ruptured and the stent dislodged in the pt. The stent was deployed at that point. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.